Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, upon insertion and opening up the device part of the wire was already unraveled from the snare. The procedure was completed. There were no patient complications reported as a result of this event.